Event description:
It was reported that the customer was hospitalized due to low blood glucose of 37mg/dl. Troubleshooting was performed. The customer's most recent glucose reading was 354mg/dl, and he was treated with glucose tablets. Troubleshooting was performed. It was stated that the battery was removed from the device at time of his admission. Assisted the caller to install a new battery and checked the programming. It was stated that everything appears to be correct and the insulin in the reservoir matched to the insulin shows in the screen. It was stated that the customer programs a bolus for x amount of carbohydrates, but he does not eat everything, and the customer was receiving too much insulin. It was mentioned that the customer uses only dual square boluses and there is times when his glucose level raised and dropped quickly. Advised the caller to contact his doctor to determine the settings are appropriate for him. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.